Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).the patient underwent mesh implantation in order to treat stress incontinence and severe bladder neck mobility. The patient underwent the concurrent procedures of bladder neck suspension and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent partial mesh removal and implantation of new implant (boston scientific/tvt) on (B)(6) 2011 due to mesh erosion. The patient underwent the concurrent procedures of a diagnostic hysteroscopy, dilation and curettage, and endometrial ablation during the partial mesh removal and implantation of new device on (B)(6) 2011. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-20054. The same patient is represented in each medwatch

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010.